Event description:
It was reported that the patient with this left ventricular (lv) lead had pocket infection with sepsis. No additional adverse patient effects were reported. This lv lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).